Event description:
Additional information has been provided upon request: "the interventions included band placement in interventional radiology and ppi medication therapy. The interventions were successful and patient was eventually taken for heart transplant. The device is not available for return as it was cut and removed with the patient¿s original heart."

Manufacturer narrative:
B5 updated. The investigation is still ongoing.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
68 year old male with previous history of ischemic cardiomyopathy, cad s/p pci, atrial fib s/p aicd, ef 20%. Presented to ER with worsening fatigue, shortness of breath and abdominal pain. Impella 5.5 placed via right subclavian artery. Patient was previously on eliquis, notable oozing present. A jp drain was placed. 10/30/2025-some suction events and 5.5 repositioned. Patient listed for heart transplant. Device repositioned multiple times throughout support. Increased ventricular ectopy intermittently. (B)(6) 2025- upper gib. Transfused with 4 units prbc¿s. To ir for clipping for ongoing gib. Multiple blood products given. (B)(6) 2025 patient to ir for coiling for ongoing upper gib. Started on dobutamine for cardiac support. Transplanted on (B)(6) 2025.

Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation type code and h6 component code were updated accordingly based on the completed investigation. The cause of the injury was unable to be determined due to insufficient clinical details. The cause of the bleed was not determined due to insufficient clinical details. The cause of the device in wrong position was not determined due to insufficient clinical details.